Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was not functioning properly, remaining stuck in a depressed position and failing to release. A surgical procedure was performed, during which the system was found to be compromised, with both blood and air present within the pump. Consequently, the device was explanted and replaced with a new ipp. No patient complications were reported.